Event description:
Laparoscopic procedure. Faulty cautery cord sparked and burned a part, also burned hook dissector instrument at the connection. No injury to the pt. The cord and instrument were replaced and operative procedure continued without incident.